Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (though the history log) but did not reproduce the system error 105. Eval found that the motor was seizing which is a known contributor to the reported symptom. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.